Manufacturer narrative:
The implantable cardioverter defibrillator (ICD) was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reportedly failed and misfired. The patient almost died as the patient was dependent. This implantable cardioverter defibrillator (ICD) was explanted. No additional adverse patient effects were reported.